Event description:
It was reported that insulin from the reservoir leaked past the o-rings during filling and into the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected three open and used reservoir performed manual prime and high-pressure test per specifications. Using a new infusion set along with the insulin pump, all reservoirs passed per specifications. No leakage anomaly noted during analysis. Inspected o-rings on the stopper groove for defects and no anomalies were found.